Event description:
It was reported by service report that the footend lift was stuck in an elevated position and could not be fully lowered. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power coil cable.